Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode with potential loss of capture (loc). Technical services (ts) was consulted and reviewed the device data, determined that loc was observed in the presenting electrogram (egm) and in stored atrial tachy response (atr) episodes. The device was reprogrammed to a higher fixed output. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.